Event description:
As reported, the patient underwent surgery for a valve-in-valve procedure after an implant duration of approximately 6 years and 8 months due to stenosis secondary to degenerated bioprosthesis. Per health-care provider the patient is experiencing recurrent pulmonary oedema. The exact model and serial number of the subject device was not provided despite repeated attempts. No other details provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not explnated, and therefore, the root cause of this event could not be investigated. Although the root cause cannot be investigated, the reported stenosis was likely due to the degenerated bioprosthesis noted by the health-care provider. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). No further actions are possible with the available information.